Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The requested log files have been returned for investigation. The measurement cartridge is not available. The customer stated that they changed the measurement cartridge and are operational. The cause of this event is unknown.

Event description:
The customer reported discrepant sodium and potassium results on the rp 500 compared to a siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the data files provided by the customer. During use life, the na+ and k+ sensors were stable and appear to be performing as intended. There is no evidence of benzalkonium or other quaternary ammonium compounds causing na+ or k+ sensor disturbances throughout use life. The rp500 whole blood result was compared to the result from an unspecified chemistry analyzer. The chemistry analyzer sample matrix is serum. The difference in na+ and k+ results for the suspect sample are most likely due to the difference in sample matrices and testing methodology.